Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal reciprocating saw attachment broke. There was no harm reported, however there was a delay of 10 minutes to complete the surgery and the procedure was completed with an alternate device